Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One used 8fr angio-seal vip device was returned for product evaluation. Severed hemostasis sheath was returned mated with the carrier tube. The guidewire and kinked locator were returned as well. Visual inspection revealed that the locator was found kinked at the blood inlet holes. The hemostasis sheath hub could be seen mated with the deployment sleeve of the carrier tube. The deployment sleeve was in the full rear lock position, with the color bands fully visible. Both the hemostasis sheath and the carrier tube assembly had been severed. A portion of the tamping tube was visible in the severed carrier tube assembly. The hemostasis sheath appeared to be cut manually throughout the length of the sheath. The dried collagen and anchor were extracted from the device an visualized. No other visual anomalies were noted. Functional testing of the device could not be performed due to the mutilated state of the device. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the device was not positioned in the full forward lock position or an obstruction to the anchor posting to the distal tip may have caused the reported event. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that after the angio-seal anchor was deployed according to the procedure, the angio-seal device was withdrawn, then the angio-seal device fully came out of the insertion sheath and the hemostasis failed. Manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The procedure before deploying the device was a coiling procedure. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 fr. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was 5 mm. There was no health damage for the patient. The estimated blood loss was less than 250 cc. There were no other devices or equipment used with the reported product. Additional information was received on 25mar2020. The entire device was removed from the patient. The hemostasis sheath and the carrier tube assembly were connected. The device appeared to be in the rear lock position.